Manufacturer narrative:
The device was returned and evaluated. The alleged condition of inadvertent movement could not be duplicated.

Event description:
Alleges customer was injured because the powerchair moved on its own. Alleges took off on its own and drove her into the wall.

Manufacturer narrative:
The device was returned and evaluated. The alleged condition of inadvertent movement could not be duplicated.

Event description:
Alleges customer was injured because the powerchair moved on its own. Alleges took off on its own and drove her into the wall.